Manufacturer narrative:
Continuation of d10: product ID: tm90p01, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reports he feels like he is being electrocuted and he can hardly walk with the pain. Patient said he is vibrating so much all the time and wants to lower and turn off the stimulation. Patient tried to lower stim but was getting not found. Agent walked patient through resetting the communicator and making sure bluetooth and location were on, pt was able to turn on location. The issue was not resolved through troubleshooting. Pt was getting screen to connect the communicator and agent advised how to enter the code. Pt still could not connect the two pieces. Agent said they finally did get the communicator and handset connected, but now patient was having trouble pairing the communicator to the ins. During the call, patient reported seeing setup link screen. Agent reviewed patient would need to hold communicator directly over the ins during this process. Patient was able to get to the device found screen and clicked "yes", but then after seeing connecting to device, patient got no device response. It was discovered patient had taken communicator away from their back too early. Patient held communicator over ins again and was able to successfully connect and access their settings. Patient repeated they needed to turn stimulation down as they could hardly pick up their feet because the stimulation was vibrating and shaking their legs right now. Patient said they met with a manufacturing representative (see secure note) 3-4 weeks ago for reprogramming as patient was still having pain and rep turned stim up to 5.1. Patient said that was really strong and decreased intensity down to 2. Patient commented they'll try that level but if stim still wasn't working right, they would go to hcp to see about having device taken out. Agent reviewed patient could follow up with hcp/rep to check settings again if needed as well.